Manufacturer narrative:
Event eval: still under investigation.

Event description:
A patient with a fistula for renal dialysis underwent a fistuloplasty on (B)(6) 2013. Balloon inflated with ID to recommended pressure within central stenosis of previously sited stent. One inflation was done previously. Balloon ruptured and when trying to withdraw balloon, the physician could see the markers within the sheath but the balloon would not come back through the 5fr merit prelude sheath. The physician could visualize the balloon just at the hub and could see a circumferential tear of the balloon. The physician removed the sheath and with tension still could not remove the balloon. Now the patient has the balloon catheter and a wire remaining insitu and the balloon would still not withdraw. Vascular team contacted a physician to assist and advised patient has a surgical gortex fistula (apparently these are designed to self close once they have a puncture. Surgical consultant described as foam like). Dr called and with effort managed to remove the balloon. They think the balloon was acting like an anchor on the inside of the fistula. Then a new sheath was inserted and they proceeded with the case using a cook 7x4 balloon. Pt is fine.